Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned. It was estimated that a communication failure occurred and a b30 error occurred. It was noted by the service department that another system was connected to the scope where the error occurred, and the device worked fine. It was noted that b30 error is an error that occurs when communication between the scope-light source-processor is poor. The phenomenon was determined to have likely occurred due to dust and dirt that were attached to the connector part of clv-190, however, it cannot be confirmed. Olympus will continue to monitor field performance for this device.